Event description:
It was reported that the battery ran the platform for about a couple of minutes; system showed user advisory 8. Two batteries were used during this session; one showed 8 cycles, the other showed 9 cycles. Manual CPR was administered. There were no adverse effects to the patient. Battery serial numbers were (B)(4). No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.